Event description:
It was reported that during follow-up, this left ventricular (lv) lead exhibited pacing impedance measurements greater than 3000 ohms, which is high out of range. It was also observed that starting in june 2025, after an initial peak measurement of greater than 3000 ohms, the pacing impedance returned to normal values, however, starting in july 2025, the impedance is showing greater than 3000 ohms due to a sudden and abrupt increase. The patient reported to not have suffered any trauma or fall. The lv lead was programmed to a configuration that excludes the right ventricular (rv) ring and the electrical parameters are normal. Provocative maneuvers were performed and noise was not reproduced. Technical services (ts) suggested to perform an x-ray and reprogramming as a temporary solution. The patient is not pacemaker dependent and will continue to be monitored on latitude. The lv lead remains in service. No adverse patient effects were reported.